Event description:
Pt found unresponsive without pulse and respirations. Defibrillation equipment was placed on pt utilizing the defibrillator combo patches. Emergency medical treatment was rendered but the pt did not revive. Review of the code found the lead selection was set on lead ii instead of the patches which did not provide user with an accurate rhythm. Defibrillator does not have the capability to automatically sense the type of lead placed on pt. Equipment required the user to manually select the lead that was being used. In this case, manual selection was not implemented.